Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter with the v-18 guidewire. There was blood in the lumens of the device. The balloon was tightly folded. The inner diameter (ID) of the wire lumen was measured which is within specification. There were numerous locations throughout the shaft that were kinked, buckled, necked-down and stretched. The distal tip was damaged. Resistance was encountered during removal of v-18 guidewire from the sterling sl. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01728. It was reported that catheter entrapment occurred. The chronic totally occluded stenosed target lesion was located in the mildly tortuous and moderate to severely calcified distal popliteal to tibial artery. A 200cm, 8cm v-18 control wire and 3.0mm x 150mm x 90cm sterling sl balloon catheter were advanced to the target lesion via sub-intimal approach. After the devices crossed, the physician tried to remove the guide wire and do a run to check the blood flow but found out that the guide wire was stuck inside the balloon and was difficult to remove. The physician then took out the guide wire and balloon together. The procedure was completed with another of the same v-18 wire and sterling balloon. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID# 2134265-2015-01728. It was reported that catheter entrapment occurred. The chronic totally occluded stenosed target lesion was located in the mildly tortuous and moderate to severely calcified distal popliteal to tibial artery. A 200cm, 8cm v-18¿ control wire¿ and 3.0mm x 150mm x 90cm sterling¿ sl balloon catheter were advanced to the target lesion via sub-intimal approach. After the devices crossed, the physician tried to remove the guide wire and do a run to check the blood flow but found out that the guide wire was stuck inside the balloon and was difficult to remove. The physician then took out the guide wire and balloon together. The procedure was completed with another of the same v-18 wire and sterling balloon. No patient complications were reported and the patient's status was stable.